Event description:
Allegedly patient had mild groin pain and fluid in the joint. At revision, there was abnormal appearance of the component but no metallosis.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. To date, the revision facility information cannot be obtained and the product has not been returned for evaluation. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00350, 00351.

Event description:
Allegedly patient had mild groin pain and fluid in the joint. At revision, there was abnormal appearance of the component but no metallosis.

Event description:
Allegedly the hip was revised due to pain. Surgeon advised he had to do femoral osteotomy to remove stem. All components were well fixed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Date of event - (B)(6) 2012. Explanted date - (B)(6) 2012, device available for evaluation - yes. User facility, age of device - 5 years. Date received - (B)(6) 2012. Investigation is not complete. This report will be updated when the investigation is complete. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This is the same event as 1043534-2010-00350, 00351, and 1043534-2012-00193.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Dimensional inspected. Photographic images made. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.